Event description:
A surgeon reported a pt with induced astigmatism following intraocular lens (iol) implant surgery. Info provided by the surgeon indicated the preoperative keratometry measurements were inconsistent. In a f/u the surgeon reported that the lens was implanted in the capsular bag with no posterior capsular opacification observed and is in the correct position. In the surgeon's opinion, the event continues.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in this lot. No root cause could be identified by the investigation. (B)(4).